Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2015. The patient had history of thrombocytopenia, idiopathic portal hypertension, leukemia and banti¿s syndrome. The patient presented with bleeding esophageal varices prior to the procedure. The patient had been given ketamine, fentanyl and midazolam pre-procedure. According to the complainant, during the procedure, the physician was initially able to release bands successfully onto the varices. However, one band failed to release from the ligator. Bleeding was noted at the site and some of the patient's fluids started to come out through the device. The speedband superview super 7 was removed from the patient and another speedband superview super 7 device was used to complete the procedure. The patient was given two units of blood and the physician noted that the bleeding was resolved. The patient's condition at the conclusion of the procedure was reported to be stable and there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.